Event description:
The complainant reported that an impella rp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. It was reported that during support; there were placement signal not reliable alarms. The alarms were disabled and support continued. No further information was provided. The family of the patient decided to withdraw care and the patient expired.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for analysis. No data logs were provided for review. The root cause of the optical signal issue was not determined as no product was returned for analysis and no data logs were provided for review. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.